Manufacturer narrative:
Physio-control evaluated the device and verified that the device was indeed showing all three icons and was unable to be powered on.  It was observed that water had infiltrated the device, causing corrosion to the connector and pads of jack connector j506 from the analog pcb assembly, and to integrated circuit chip, designator u17.  This internal damage likely led to the reported power issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted.  There was no patient use associated with the reported event.